Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. This event does not allege a labeling non-conformance/deficiency, a use related issue with a hazardous situation, or a device related infection and there is no evidence of product failure with regard to design, reliability, or use error. IFU review unable to be performed, as no details regarding a failure mode of the device were provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was learned via the patient registry that a patient with a 29mm 6900ptfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of six (6) years, eight (8) months due to unknown reasons. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve. The patient was noted to be in recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.